Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced recurring occlusion events due to improper infusion set site selection and rotation on lean body areas with existing scar tissue marks on (B)(6) 2026. Patient took third-party guidance and treated high blood glucose levels with multiple daily injections (mdi).